Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed.

Event description:
On 15 nov 2021 it was reported that during a home visit, the caregiver reported that the patient had the buried bumper removed as the peg could not be mobilized.

Manufacturer narrative:
Additional information added: the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing.

Event description:
On (B)(6) 2024, it was reported during a remote visit that the patient's tubing remained implanted, and was not removed. The patient's buried bumper remained present at the time of the remote visit.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that for about 15 days the patient has felt pain when he is in the semi-fowler's position. When the patient is on his back the pain disappears. Abdominal area is hard and painful when touched. Peg tube cannot be mobilized. On (B)(6) 2021 it was reported a buried bumper was confirmed. A CT scan revealed no additional issues were found beyond the buried bumper. Another visit will be done between 10 months.